Manufacturer narrative:
Correction section d4: UDI has been added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced. Nothing was done to this lead during this procedure.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 3873816.

Event description:
It was reported that the patient was experiencing ineffective therapy. As such the patient did not charge the ipg as recommended and the ipg became inoperable. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead the allegation is against.